Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reports "in my left breast I had pain and it get bigger, the ultrasound show a very large bloody fluid collection" and "I am with this pain and blood in my left breast as it is keep coming back straight away after it has been removed I cant lift,cant really use my arms because of the pain in my left side". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b5, d4, d6b, g1, h4, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reports "in my left breast I had pain and it get bigger, the ultrasound show a very large blody fluid collection" and "I am with this pain and blood in my left breast as it is keep coming back straight away after it has been removed I cant lift,cant really use my arms because of the pain in my left side". Device has been explanted.